Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that in (B) (6) 2008, the patient underwent stenting of an unknown restenosed stent within the pre-dilated mid lad and the unk restenosed stent within the pre-dilated mid rca, with xience v stents. In (B) (6) 2009, the patient experienced chest pain and was admitted to the emergency room. An unknown medication was given. The EKG findings revealed a non q-wave myocardial infarction. Diagnostic coronary angiography was performed and revealed stent thrombosis within the xience v stent in the mid lad and restenosis of the xience v stent within the mid rca. These were treated via balloon angioplasty. The event resolved in (B) (6) 2009, and the patient was discharged. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). It was reported that the xience v stent was used to treat in-stent restenosis of previously placed stents. The product IFU indicates: "the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length <= 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm." It cannot be determined how using the xience v stents to treat restenosed lesions may have contributed to the patient effects. The xience stent, (1009541-23/lot 8052842), indicated has been filed under MFR#2024168-2010-00114.